Event description:
It was reported that, "pt experienced a fall post op, approximately (B)(6) of 2009. Patient presented with bloody effusion at that time. Dr. Drained the patient's knee and took xrays and everything appeared to be fine at that time. Patient recently presented with pain and CT scan showed uptake at tibia. Component did not appear to be loose, but the doctor decided to replace it with a long stemmed component. Dr. Believed that there was possibly a slight fracture that did not heal, due to the original fall and that the component itself did not fail."

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 120 mg/dl (advantage) and 248 mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.